Manufacturer narrative:
Date of report: 09jul2019. Date rec'd by MFR: 02jul2019. A gas delivery system (gds) assembly was return for analysis. An investigation was performed and the root cause: the defective u1 on the air flow sensor pcba created the air flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12jun2019. (B)(4). The manufacturer¿s international service technician confirmed the reported gas delivery system issue. The manufacturer¿s international service technician replaced the gas delivery system to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported airflow accuracy test failed. There was no patient involvement.